Event description:
Voluntary medwatch received stated that the inappropriate anti-tachycardia pacing (atp) was delivered due to over-sensed noise exhibited by the right ventricular lead. The lead remained in service. No adverse patient effects were reported. No further information was available.